Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete information on how to perform a pump reset and assisted the caller in resetting the pump.